Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular had become dislodged. The patient was asymptomatic. The lead was explanted and replaced electively. The patient was doing well post procedure.